Event description:
(B)(4). Initial info received spontaneous case was reported by a physician on 29-oct-2007: the physician reported he had seen 4 cases with nodule development (himself included) in pt he had treated off-label cosmetic, all periorbital with injectable poly-l-lactic acid (sculptra, lot # and expiration date not provided). Pt demographics and other relevant info were not provided for this case. This case is cross referenced to (B)(4).